Manufacturer narrative:
(B)(4). The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
The customer was reported via phone call that, the customer noticed that, the battery compartment, reservoir compartment pieces were chipped off. The blood glucose was unknown at the time of the incident. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.